Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump passed the delivery accuracy test.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 386 mg/dl at the time of incident. The customer's blood glucose was 199 mg/dl at the time of call. The nurse stated that the customer was not feeling well and was throwing up. The nurse stated that the customer was given insulin to treat the blood glucose. The nurse stated that the customer was wearing the insulin pump during hospitalization. The nurse stated that the drive support cap appeared normal. The nurse performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The nurse performed high pressure test and the insulin pump passed. The nurse mentioned that the insulin pump had cracks on the reservoir and battery compartment. The nurse was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.